Event description:
The patient was enrolled in the (B)(4) study with stable angina and a positive stress test. The patient had a lesion in the proximal circumflex that was treated with a 3.0 x 13mm cypher stent. Post procedure stenosis was 0%. A patient expired due to cardiac arrest, cardiogenic shock, and severe anoxic encephalopathy. The patient's troponin I was 1.620 (<0.046) and cpk mb was 10.1 (0.5-3.6). A death endpoint form attributed the cause of death to be cardiac arrest, cardiogenic shock, and severe anoxic encephalopathy. The final emergency room diagnosis for this event was cardiac arrest.

Manufacturer narrative:
Concomitant medications included plavix. Complaint conclusion: the complaint received states that this (B)(4) study patient suffered elevated cardiac enzymes, cardiogenic shock and cardiac arrest approximately two years post index procedure. This was a (B)(6) female. The patient's medical history is significant for insulin dependent diabetes mellitus, hypertension and previous percutaneous coronary revascularization on (B)(6) 2002, not in the same vessel as index procedure described below. The patient's allergy history is unknown. The patient was enrolled in the (B)(4) study in (B)(6) 2010 with stable angina and a positive stress test. The patient had a lesion in the proximal circumflex that was treated with a 3.0 x 13mm cypher stent. Post procedure stenosis was 0%. Additional information in the revised source document indicated that in (B)(6) 2012 the patient expired due to cardiac arrest, cardiogenic shock, and severe anoxic encephalopathy. Follow-up information was received. It was reported that on (B)(6) 2012, the subject was brought by emergency services after a cardiac arrest. It was reported that the subject was shocked for ventricular tachycardia three times. Upon arrival, the subject was hypotensive and was intubated. On (B)(6) 2012 at 05:16, the subject's chest x-ray when compared to (B)(6) 2011, showed mild cardiomegaly, moderate volume overload. On (B)(6) 2012 at 05:17, the subject's computed tomography of head and cervical spine without contrast showed findings that were suggestive of diffuse global ischemia. There was no acute intra parenchymal hemorrhage or extra-axial collection and there was no fracture noted. On (B)(6) 2012 at 05:28, the subject's troponin I was 1.620 ng/ml (with reference range: <0.046 ng/ml) and cpk mb was 10.1 ng/ml (with reference range: 0.5-3.6 ng/ml). On (B)(6) 2012 at 05:28, the subject's glucose was 687 mg/dl (with reference range: 74-106 mg/dl). On (B)(6) 2012 at 05:51:22, the subject's electrocardiogram showed sinus tachycardia, extensive st-t wave changes that suggested myocardial injury/ischemia and there were low qrs voltages in precordial leads. On (B)(6) 2012 at 10:56, the subject's vital signs showed blood pressure 92/66, pulse 66, respiration 22, temperature 33.0 and o2 saturation was 98% on a ventilated patient. The subject was given epinephrine and was put on dopamine drip. The subject's pupils were fixed and non-reactive from admission. The subject had no signs of breathing and no heart tones, and was unresponsive. The subject was extubated and was pronounced dead at 11:55. A death endpoint form attributed the cause of death to cardiac arrest, cardiogenic shock, and severe anoxic encephalopathy. The final emergency room diagnosis for this event was cardiac arrest. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15206805 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Death, from cardiac arrest and cardiogenic shock, is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death. Elevated cardiac enzymes are a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. This action (inherent risk of the procedure) combined with the patient's complex medical status in the face of cardiac arrest and cardiogenic shock may have contributed to the reported events.